Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during the advancement through the anatomy, the guide wire coils became stretched and overlapped causing the appearance of bunching since the hydrophilic coating on the guide wire is used as a lubricant. The damaged coils likely caused the appearance of a break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was a chronic total occlusion. The hi-torque 014 bmw hydro 3cm guide wire was advanced in the patient but the wire unraveled. The device was safely removed and another hi-torque 014 bmw hydro 3cm guide wire was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided regarding this issue.